Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, every 4th day, route, duration was not reported) and meropenem injection (1gm, per day, route, duration was not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.